Event description:
It was reported that the user experienced an occlusion on the ilet insulin pump that was resolved only after changing infusion set supplies, with a reported value of 217 mg/dl during the call. Customer care provided support that included agent-led troubleshooting focused on occlusion resolution steps and verification that supply change corrected the alert. Investigation of this case revealed an occlusion associated with the infusion set that resolved after replacing supplies, consistent with a device use or disposable component issue. No clinical symptoms associated with hyperglycemia reported. Outcomes included restoration of insulin delivery following supply replacement, with no hospitalization reported. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient infusion set occlusion.